Event description:
The doctor was using the device during a breast biopsy and the cutter jammed. It would go only part way down the needle and stopped and then the system gave an error code. The doctor completed the case using another probe. There was no pt consequence.